Manufacturer narrative:
(B)(4).

Event description:
It was reported that air bubbles were observed within the cartridge. Customer¿s blood glucose (bg) level was around 85 mg/dl. A cartridge change was performed resolving the issue.